Event description:
I purchased icy hot heat therapy patches in 2008. Within two hours of applying my shoulder became swollen, hot to the touch and the skin was raised. It appeared a much larger area than the patch itself. My skin was painful to the touch. I thought that I just had a bad reaction and iced my shoulder since. I have a small area near the bra strap area that is still tender to the touch. I followed up with ice and it eventually went away within the last two days. I heard about the recall and went to the mfg. Website and they advised that I also report to your agency. Dose or amount: patch. Dates of use: 2008. Diagnosis: stiff shoulder. Event abated after use stopped: no.